Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels up to 280 (mg/dl). Reportedly, the customer increased their food consumption during the holidays. Customer administered a correction bolus and insulin injection to stabilize bg level. Recommendation was made to discuss possible factors that may affect bg levels with health care provider.